Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient was hospitalized with hyperglycemia on (B)(6) 2013. Prior to the incident, he changed the cartridge and competitor's infusion set. He primed the infusion set and placed the infusion device back in use. His blood glucose was 13 mmol/l (234 mg/dl) at 11:00 p.m. On (B)(6) 2013 and 27.0 mmol/l (486 mg/dl) at 12:00 p.m., 28.6 (514.8 mg/dl) at unknown time, and 31.5 mmol/l (567 mg/dl) at 7:00 p.m. On (B)(6) 2013. He bolused 4 i.u. Several times when his blood glucose elevated, and he believes the infusion device did not correctly deliver the insulin. He was treated with an infusion of insulin at the hospital. The diabetic nurse believes the patient ignored a w2 low battery warning and then the infusion device stopped functioning. When a new battery was inserted, the infusion device began to work again. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm functions test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Further findings: the acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The pump switched off due to a temporary short circuit on the supercap. Due to the defective supercap and the switching off of the pump, the date and time settings were lost and had to be set again by the user. The supercap issue mentioned as a further finding has been investigated within (B)(4). A new style of supercap has been implemented starting with s/n (B)(4). The medical risk associated with this failure has been assessed within the mentioned CAPA.